Manufacturer narrative:
Implant date was approximately 5 years prior to revision surgery. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
Approximately five years ago, patient implanted with two 12 hole sternal locking plates and 16 screws. Patient complained of postoperative pain and x-rays showed that both plates were broken. All hardware was explanted (B)(6) 2012 and patient was revised to two 13 hole sternal locking plates and 25 screws. All explanted hardware was discarded by hospital. This is the 1st of 2 reports submitted on this event.